Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.estimated date of event.the stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient had been previously implanted with a non-abbott stent in the popliteal artery on an unknown date. On (B)(6) 2018, an intraarterial occlusion was noted in the previously implanted stent. A 5.0x100mm balloon was used to prep the popliteal artery, and a 6.0x150mm supera stent was deployed to treat the stenosis. Additionally, an 3.0x120mm unspecified balloon was used to perform angioplasty of the tibio-perenial trunk artery and tibial posterior artery at rated burst pressure. In (B)(6) 2018, the patient returned with restenosis symptoms. It is unknown whether treatment was provided. There was no reported adverse patient sequela nor reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information received indicates that a pharmacological stent angioplasty was scheduled; however, no date or final patient outcome were provided. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. The reported patient effect of restenosis is listed in the supera instructions for use, as known patient effect associated with the use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.